Manufacturer narrative:
Batch review performed on 09 july 2020: lot 1904859: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to dislocation of the bipolar head from acetabular bone. Ball head, head and stem were revised 1 month after primary. The patient fell but it is not known if the patient fell and luxated or vice-versa.